Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted in the patient's left eye. A scratch was noted on the lens. The lens was explanted in a secondary procedure one week after implant. An incision enlargement was required. The patient was reported as doing good at discharge, no adverse events. No further information was provided.

Manufacturer narrative:
Visual inspection was not performed as the pcb00 unit has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the pcb00 unit was manufactured according to specification. There were no non-conformances generated during the manufacturing process. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00 units. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.